Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - health effect clinical code: 4581 - shallow ac, narrow angles, significant reduction of irido-corneal angles. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -17.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting, difficult near vision, shallow ac, refractive surprise, elevated intraocular pressure, narrow angles, significant reduction of irido-corneal angles, glare/haloes, blurred vision. The lens was explanted and replaced with a shorter/different power lens.

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -17.0 into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vault, elevated iop, glare/haloes, refractive surprise, loss of visual acuity, significant reduction in iridocorneal angles, narrow angles, shallow ac and blurred vision. Reportedly "the doctor decided to exchange the lens with -14.00 lens and 12.6 diameter" and "the patient is better now". The reporter indicated the cause of the event is unknown. H6-health effect- impact code: "4627" should be removed and code "4629" should be added. Claim# (B)(4).